Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant is located in the abdominal cavity and not in the right tube, essure not found during the second operation performed / essure implant incorrectly positioned in the left tube'), pelvic pain ('diffused pains / atrocious and inexplicable pain') and depression ('depression / have a very negative outlook on life') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis mesenteric vein, ovarian vein thrombosis, multiparous and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), depression (seriousness criterion disability), nervous system disorder ("neurological incidents") and visual impairment ("visual incidents / eyesight problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device insertion ("complications during the insertion of essure implants"), multiple allergies ("potential allergies"), dyspepsia ("huge digestive problems"), dizziness ("lots of dizziness"), fatigue ("extreme fatigue"), tendonitis ("constant tendonitis"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain ("very severe abdominal pain (sensation of giving birth) / cramps"), migraine ("migraines"), presyncope ("vasovagal episode"), abdominal distension ("hyper swollen and hypertense belly"), musculoskeletal pain ("joint and muscle pain"), deafness ("hearing loss"), amnesia ("memory loss"), alopecia ("hair loss"), tooth disorder ("dental problems"), stress ("stressed / very stressful psychologically"), anxiety ("anxious") and fear ("afraid"). The patient was treated with surgery (surgery). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, depression, visual impairment, complication of device insertion, multiple allergies, dyspepsia, dizziness, fatigue, tendonitis, nausea, vomiting, abdominal pain, migraine, presyncope, abdominal distension, musculoskeletal pain, deafness, amnesia, alopecia, tooth disorder, stress, anxiety and fear had not resolved and the nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, complication of device insertion, deafness, depression, device dislocation, dizziness, dyspepsia, fatigue, fear, migraine, multiple allergies, musculoskeletal pain, nausea, nervous system disorder, pelvic pain, presyncope, stress, tendonitis, tooth disorder, visual impairment and vomiting to be related to essure. The reporter commented: events started some days after essure implantation. At follow up report consumer stated that she was 46 years old, she was in category 3 of disability, constantly lying down, have had to start seeing a psychiatrist, she have had sorts of appointments, as well as x-rays, scans and mris but no explanation had been found and that she was wasting away intellectually, psychologically and physically. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Ultrasound abdomen - on an unknown date: the implant was moving; on an unknown date: the scan showing that the implant was still present. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc; after internal review, event "pain" was recoded to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant is located in the abdominal cavity and not in the right tube, essure not found during the second operation performed / essure implant incorrectly positioned in the left tube'), pain ('diffused pains / atrocious and inexplicable pain') and depression ('depression / have a very negative outlook on life') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis mesenteric vein, ovarian vein thrombosis, parity and pregnancy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain (seriousness criterion medically significant), nervous system disorder ("neurological incidents"), visual impairment ("visual incidents / eyesight problems") and depression (seriousness criterion disability). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), complication of device insertion ("complications during the insertion of essure implants"), multiple allergies ("potential allergies"), dyspepsia ("huge digestive problems"), dizziness ("lots of dizziness"), fatigue ("extreme fatigue"), tendonitis ("constant tendonitis"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain ("very severe abdominal pain (sensation of giving birth) / cramps"), migraine ("migraines"), presyncope ("vasovagal episode"), abdominal distension ("hyper swollen and hypertense belly"), musculoskeletal pain ("joint and muscle pain"), deafness ("hearing loss"), amnesia ("memory loss"), alopecia ("hair loss"), tooth disorder ("dental problems"), stress ("stressed / very stressful psychologically"), anxiety ("anxious") and fear ("afraid"). Essure treatment was not changed. At the time of the report, the device dislocation, pain, visual impairment, depression, complication of device insertion, multiple allergies, dyspepsia, dizziness, fatigue, tendonitis, nausea, vomiting, abdominal pain, migraine, presyncope, abdominal distension, musculoskeletal pain, deafness, amnesia, alopecia, tooth disorder, stress, anxiety and fear had not resolved and the nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, complication of device insertion, deafness, depression, device dislocation, dizziness, dyspepsia, fatigue, fear, migraine, multiple allergies, musculoskeletal pain, nausea, nervous system disorder, pain, presyncope, stress, tendonitis, tooth disorder, visual impairment and vomiting to be related to essure. The reporter commented: related that at the moment, the patient is (B)(6) years old, she is in category 3 of disability, she is constantly lying down, have had to start seeing a psychiatrist. Also related that she have had sorts of appointments, as well as x-rays, scans and mris but no explanation has been found and that she is wasting away intellectually, psychologically and physically. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound abdomen - on an unknown date: the implant was moving; on an unknown date: the scan showing that the implant was still present.. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2020: some new adverse events were provided: complications during the insertion of essure, device dislocation to abdominal cavity, digestive problems, dizziness, extreme fatigue, cramps, tendonitis, nausea, vomiting, very severe abdominal pain, migraines, vasovagal episode, hypertense and swelling of belly, joint and muscle pain, hearing loss, memory loss, hair loss, dental problems, stressed, anxious and fear. Seriousness criteria category 3 of disability was added. Her medical history previous pregnancies, upper left mesenteric and right ovarian thrombosis provided. Ha number updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.